Event description:
It was reported that the customer went to the emergency room due to blood glucose level over 400mg/dl. The customer was treated with intravenous saline and was discharged the same day with no permanent damage. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.